Event description:
A distributor reported that there was a ¿recharger failure¿ whereby the ¿metal head of the adapter fell off.¿ clarification was sought and it was confirmed that this statement pertained to the connector on the recharger end of the desktop charger. The adapter was replaced and the issue was resolved. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 97754, serial# (B)(6), and product type: recharger; product ID: 37761, serial# unknown, and product type: desktop charger. G2 country: china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.